Event description:
It was reported that during a low anterior resection procedure, the staples did not form evenly and consistently throughout the staple line. Some staples formed properly, but most did not. A new device was opened and fired without error to complete the case. There were no pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.